Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient presented with shortness of breath, cough, fever and chills. Lab work performed prior to transfer showed elevated white blood cell (wbc¿s) and mild troponin elevation. Upon admission, the patient was lethargic and diagnosed with sever sepsis and altered mental status. The patient also presented with acute metabolic encephalopathy likely due to multifactorial from metabolic derangement and lactic acidosis. On (B)(6) 2017, the patient expired and the clinician reported that cause of death is likely sepsis and embolic stroke. Additional information was requested but not provided.

Manufacturer narrative:
Correction: device not returning changed yes to no. A direct correlation between the left ventricular assist system (lvas) and the reported events leading up to the patient's outcome could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The referenced admission on (B)(6) 2017 was reported under medwatch report # 2916596-2017-02106. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was hospitalized from (B)(6) 2017. The patient was found to have a sternal and abdominal wound infection requiring drainage by cts and plastic surgery. The patient had empyema which was drained by thoracentesis. The patient was also reported to have bacteremia with multiple blood stream infections since admission. From (B)(6) 2017 all blood cultures grew (B)(6). On (B)(6) 2017, a culture grew (B)(6), on (B)(6) 2017 the patient¿s peripherally inserted central catheter (PICC) grew (B)(6) infection and the PICC was removed. On (B)(6) 2017 blood cultured grew (B)(6) and klebsiella pneumonia, in which the central line was removed and replaced with a double lumen tunneled catheter (power line). The blood cultures were negative. The vancomycin was switched to daptomycin secondary to acute kidney injury. The patient will be daptomycin for four weeks and the dosing was renally adjusted. Ceftriaxone 2g IV daily for two weeks was also added.